Event description:
Pt's anatomy did not fit the inclusion/exclusion criteria for placement of the endovascular graft. Measurment of the aortic neck reflected a 90 degree angle relative to the long axis of the aneurysm, with a 90 degree angle relative to the axis of the suprarenal aorta. Treatment of the pt with the endovascular graft was deemed necessary by the physician as "compassionate use". The main bod graft was introduced and deployedd according to protocol. The contralateral iliac leg graft was deployed in the contralateral limb of the main body graft with 3/4 to 7/8 stent overlap. The ipsilateral iliac leg graft with 3/4 to 7/8 stent overlap. The ipsilateral iliac leg graft was deployed in the ispilateral limb of the main body graft with a full stent overlap. The ipsilateral iliac leg graft was deployed in the ipsilateral limb of the main body graft with 3/4 to 7/8 stent overlap. The ipsilateral iliac leg graft was deployed in the ipsilateral limb of the main body graft with a full stent overlap. Post angiogram noted a proximal type I endoleak at the proximal sealing stent. A main body extensioin was placed at the site resolving the endoleak. Due to the tortuosity of the vessels, it was decided to deploy an iliac leg extension at te junction of the contralateral limb and the contralateral iliac leg graft in order to provide an adequate overlap of the two components precluding the possibility of graft dissection with any future change in aneurysm growth. Final angiogram observed a type iii endoleak that was believed to have been a "popped" suture, when the limb was over-inflated. The procedure was concluded with acceptable results and the pt's act level dropped to a normal level. Please refer to 1820334-2004-00100 for additional info.